Event description:
It was reported the buttons on the insulin pump were not responding. Customer's mother was attempting to change the temp basals and she was unable to access the setting, had to cancel temp basals. Customer's blood glucose was 100 mg/dl. Customer was advised the buttons would not work during temp basal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.